Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Upon evaluation, the sample returned showed a loose detached needle. The cause of detaching could not be determined based on visual inspection at the actual single needle without thread.

Event description:
It was reported that a patient underwent a surgical procedure on an unknown date and suture was used. During the procedure, the needle pulled off at the first passage. Another like device was used to complete the procedure with no adverse patient consequences. No additional information was provided.